Event description:
It was reported that the device resets itself. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power to system interconnect cable and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced cable, but could not duplicate the reported failure. The root cause could not be determined.